Manufacturer narrative:
Device specific information is not known. Based upon limited information received, it is believed the device is a central station product.

Event description:
It was reported that the hospital lost monitoring on four pts for five minutes. The loss of monitoring was immediately noticed and staff moved the pts to a new location. The problem was resolved by replacing the access point. No pt incident reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.